Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device." "Assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angioseal device by injecting contrast medium through the procedure sheath followed by an angiogram." The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device anchor was deployed and the suture of the device was cut, bleeding was still observed, thus hemostasis failed. As the physician had known that there were branch and calcification near the puncture site, the physician intended to avoid puncturing those sites. A pre-deployment angiogram was not performed. As bleeding did not stop, an ultrasound performed, and it revealed that the anchor was not affixed firmly to the vessel wall and the collagen sponge was came in the vessel. As there were no vessel could be used for bypass grafting, a stent was used, and hemostasis was successfully achieved by the stent. An ultrasound was performed to diagnose the bleed. There was no health damage to the patient and the patient's condition following the event was stable. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. Bleeding occurred in the procedure room.